Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was learned that this model 8300ab 21mm valve was explanted after an implant duration of 1 year and 6 months due to perivalvular leak. Indication for surgery was moderate aortic insufficiency with diastolic dysfunction due to lv thickening. At valve explant, it was confirmed that the aortic leak appeared to be in the area of the right coronary commissure. As per surgeon opinion, the root cause was intra-operative. The ascending aorta was 5cm in diameter and clearly aneurysmal. The ascending aorta was replaced at the supracoronary level using a 32mm woven graft. A valve model 3300tfx 23mm was implanted in replacement successfully without any perivalvular leak. Patient outcome was good.

Manufacturer narrative:
Perivalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. In this case, the surgeon reported that the root cause was due to intra-operative factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Requests for additional information and the product return are currently in progress. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this model 8300ab 21mm valve was explanted after an implant duration of 1 year and 6 months. The reason for the redo-avr was not provided. A valve model 3300tfx 23mm was implanted in replacement. No other information was provided.